Event description:
A patient reports while wearing a pod for less than an hour the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports being unsure if the cannula had properly inserted at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.